Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2026, it was reported that the patient¿s cgm was reading 128 mg/dl. The patient was also wearing an omnipod insulin pump. Shortly after this, the patient had a seizure and lost consciousness. The patient¿s girlfriend called 911. Once emergency medical services (ems) arrived, the patient was transported to the emergency room (ER). At the ER, the patient¿s bg meter reading was 41 mg/dl while the cgm was still reading 128 mg/dl. The patient was treated with IV glucose and his condition eventually stabilized. It was also noticed that during the patient¿s seizure, the patient fell and suffered neck and back pain. The patient was also considered a fall risk while hospitalized. The patient was discharged home after 6 days. The patient was ¿fine¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. At the ER, the reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.